Event description:
Procedure: wedge resection. According to the reporter: the stapler worked for the first firing without any issue. The second reload closed on the tissue and then during the first squeeze, there was a lot of resistance and a crack sound. The stapler would not advance or return, so the surgeon pulled it off of the tissue and opened a new stapler. It was later discovered that a sulu component had snapped off and was left behind in the pt. The metal piece was left in the pt. The procedure was completed with another device.

Manufacturer narrative:
(B) (4). (B) (4).